Event description:
Additional information was received from the physician's office providing the patient information. The site was not able to provide any further information.

Event description:
It was reported that the patient's vns could not be interrogated. The patient was reportedly implanted in (B)(6) 2006, however no other information on the patient's generator is known at this time. It is unknown if the failure to program is believed to be related to generator end of service or another issue. Attempts for additional information have been unsuccessful to date. No adverse events have been reported.